Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could be determined what the foreign material was in the nozzle, the component analysis of the solid material revealed organic silicone. Organic silicone is considered to have been derived from chemicals such as anti-foaming agent used in the peripheral environment, but it was unable to be specifically identified. There was no damage to the area where the foreign material was detected. Additionally, the reprocessing was conducted in accordance with instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿the instruction manual instructions, operation manual, chapter 3: preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system describe how to detect the subject event." Olympus will continue to monitor field performance for this device.